Manufacturer narrative:
The pump was not returned to animas for evaluation. If the pump is returned to animas, a supplemental report shall be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient contacted a health care professional for treatment of elevated blood glucose levels.

Manufacturer narrative:
Follow-up #1 date of submission 07/20/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the pump history revealed on (B)(6) 2010 data was overwritten and no longer available for investigation. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The pump was exercised for 24 hours on a 1 unit per hour basal program with no alarms. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Also, unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.